Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure a triclip was successfully placed, after the clip was deployed a second triclip was then attempted to be placed. While maneuvering the second triclip the first triclip had a single leaflet detachment (slda) and was no longer attached to the septal leaflet. An additional clip was attempted to be placed but was removed from the patient after it was decided the patient would be better suited for valve surgery. The procedure was discontinued, the final mr remained at grade 4. The patient was referred for mitral valve surgery. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (thin leaflets). The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.